Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03373. It was reported the patients leads displayed high impedance resulting in ineffective stimulation. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.